Event description:
It was reported the patient could not maintain stimulation sensation unless he was in a specific ¿aggressive¿ position. The problem reportedly started about 6 weeks ago and had been gradually getting worse. It had gotten particularly bad in the last 4 days. The patient spoke with the physician a couple days ago, and the physician believed that the leads were loose. The patient had to ¿push real hard cocked to one side¿ to create a tension to get it to engage. The patient could also ¿reach back there and play with it and get it to come on sometimes.¿ additional information received reported the patient needed to be in a certain position to get stimulation. The patient was not able to get the spinal cord stimulator (scs) engaged unless he was lying sideways. It was reported a lot of the patient¿s stimulation was in the gut and not the spine. It was noted it was getting less and less functional the last few weeks. The patient had to fight it for a few weeks and it was gradually getting worse. It was noted the patient had to keep his nose in the air or lose stim. It was noted the patient had to be upright to get stim and lay down to get stim. It was unknown when the symptoms occurred and the patient¿s status was reportedly unknown.

Manufacturer narrative:
.

Event description:
Additional information received stated that reprogramming and reorientation was performed and there was a 50% or greater symptom red uction. When the patient was upright he had 70% efficacy of the painful area alleviated at 6.5 volts, but it missed his hips. When the patient would lie on his back he had 100% efficacy of the painful areas alleviated but just in his legs at 4.8 volts but it missed his low back (but the patient didn¿t lie on his back). When the patient would lie on his left side he had 80% efficacy of the painful areas alleviated at 6.9 volts but it missed his hips. When the patient would lie on his right side he would have 60% efficacy of the painful areas alleviated at 6.5 volts but it missed his hips. When the patient would change body positions he never experienced unsatisfactory stimulation, but did lose coverage when changing body positions sometimes when he moved his head/neck. The patient recovered without permanent impairment. It was unknown what the cause of the event was.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).